Event description:
It was reported to boston scientific corporation that a zero tip nitinol retrieval basket was used during a ureteroscopy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the basket broke off inside the patient and the broken pieces of the basket were retrieved using another zero tip device. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A detailed device analysis was performed on the zero tip nitinol basket revealed that the basket detached and its fragment was bent. The basket was detached from the splice cannula. All of the basket wires were present and attached; three of the basket wires were broken. Under examination the broken ends of the basket wire were discolored which was consistent with those that were contacted by laser. The outer sheath was twisted/buckled and was kinked in several locations. Crimp marks were present on the splice cannula to indicate proper crimping during manufacturing. Adhesive residue was present in the splice cannula and proximal end of the detached basket wire to indicate adhesive applied during manufacturing. The handle cannula was slightly bent. A review of the device history record (DHR) was performed and there were no non-conforming events or any deviations identified. The DHR review confirms that the accepted device met all manufacturing specifications.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip nitinol retrieval basket was used during a ureteroscopy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the basket broke off inside the patient and the broken pieces of the basket were retrieved using another zero tip device. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be fine.